Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned that the device was explanted due to infective endocarditis. The source and type of infection were not provided. However, the customer was asked and has affirmed that the device did not cause or contribute to the event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been provided and the device will not be returned for evaluation due to infection. Therefore, we are unable to conclusively determine root cause for explant of this device.

Event description:
A 19 mm valve was explanted after an implant duration of approximately 4 years, 11 months (58.93 months) due to unknown reasons. On (B)(6) 2008, a magna valve, model 300019mm, was implanted. On (B)(6) 2013, the valve was explanted and replaced with a magna ease valve, model 3300tfx21mm. No further details were provided. Information was learned through (B)(6). No information about device return provided.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No further details were provided. Information was learned through (B)(6). No information about device return or patient status has been provided. Conclusion: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.